Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
Consultant reported: during a posterior cervical fusion at level c1-c2, the surgeon was tightening the cable with the torque limiting handle, and the cable started to fray between where the tensioner,crimper, is engaged and the crimper nut. The surgeon cut the cable, removed the crimper then removed the cable. The surgeon selected another cable and instrument and inserted the cable with no further fraying. The surgeon experienced difficulty inserting the 2nd cable through the pretensioner. He had to pull the pretensioner apart, insert the cable and then put the pretensioner back together. The procedure was successfully completed. There were no fragments to retrieve. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4)